Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing noted on atrial fibrillation (af) episodes and during isometric maneuvers, along with noise. During the procedure to explant the atrial lead, the patient experienced pericardial effusion. A pericardial drain was placed, the atrial lead was explanted and replaced, and the patient was noted to be stable. No further patient complications have been reported as a result of this event.